Manufacturer narrative:
Insulin pump received with broken battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
The customer reported via phone call that insulin pump had the cracked around the reservoir. The blood glucose at the time of the incident was 124 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.